Event description:
Pt had bilateral placement of essure fallopian tubal occlusion devices in 2004. Pt failed to comply with required alternative contraception prior to 3-month hysterosalpingogram (hsg) and became pregnant. Hsg and hcg level at 17 weeks post-placement and ultrasound at 19 weeks were indicative of abnormal pregnancy. Ultrasound results showed a cystic mass at the right adnexa (and could not rule out an ectopic pregnancy) and a heterogeneous echogenicity in the uterine cavity (possibly suggestive of a failed intrauterine pregnancy). Pregnancy termination began 2004 with methotrexate. Pt was asymptomatic prior to diagnosis and remains in good health, according to their physician. Interim diagnosis: suspected ectopic pregnancy, but not confirmed.